Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (05/06/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is unclear when the alleged issue began. The patient stated he was involved in a car accident; however the date/time of the event is not specified. On (B)(6) (year not specified) at 10:00am, the patient reported blood glucose results of "98 mg/dl" with the subject meter and "20 mg/dl" on another meter (emergency medical service meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of his diabetes management routine, the patient stated he is on an insulin pump. The patient denied taking any action regarding his diabetes management at the time the alleged issue began. The patient denied developing symptoms. Due to the alleged readings, the patient stated he was admitted to the hospital and was treated with food and/or drink. The patient indicated being tested on the doctor/clinic meter; however he could not specify the result obtained. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the results obtained were from the same approved sample site, and the patient's process for testing was correct. The quality control solution test was performed by the patient, but the result did not fall within the specified range on the vial of test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter and reportedly required hcp intervention after the alleged meter.